Manufacturer narrative:
PMA 510(k): this product is manufactured in the u.s. But not marketed in the u.s (B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.2mm vicmo13.2 implantable collamer lens, -15.50 diopter, in the patient's right eye (od), and the lens tore/broke during delivery into the eye. The lens was removed immediately and the surgery was aborted. Another same model lens was implanted on (B)(6) 2017 and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/40 and the patient is doing well.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was clear surgical residue on product. Visual inspection found foreign material on lens surface (debris and residue on lens) and the lens missing a piece of haptic. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).